Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced arthralgia ("joint pain"), inflammation ("inflammation") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (bilateral salpingo-oophorectomy,total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, arthralgia, inflammation, vaginal haemorrhage, menorrhagia, dysmenorrhoea and vulvovaginal pain outcome was unknown. The reporter considered arthralgia, dysmenorrhoea, inflammation, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: (B)(6) 2010 total hysterectomy (uterus and cervix removed). Concerning the injuries reported in this case, the following one/ones was/were reported from social media report : inflammation, arthralgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jan-2020: pfs received. New events: abnormal bleeding (vaginal, menorrhagia),dysmenorrhea, pelvic pain, vaginal pain were added. Removal details added. Case becomes incident. Plaintiffs information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.